Manufacturer narrative:
The following sections have been updated: b4: date of this report d4: device expiration date g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative summary investigation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that symptoms of recurrent pain and sensitivity around implant #15. Surrounding tissues appear healthy with no visible signs of infection. There is no implant mobility, no purulence, no edema and no erythema. Cbct show large parl at the apex of implant #15. Implant was removed due to periimplantitis. Symptoms as a result of the event: abscess and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided. G4: PMA/510(k) number k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.)/patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.